Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No stuck buttons, multiple press issues, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they having issues with keys of insulin pump, keys were not responding well. The customer blood glucose level was unknown. Customer was assisted with troubleshooting. Customer stated that the center button and the down arrow were not responding. Customer stated that using the down arrow allows them to navigate screens happens intermittently. Customer stated that the issues frequency was at least twice a day. Customer stated that the insulin pump was neither dropped nor exposed to moisture. Customer stated that the block mode was inactive. Customer stated that the button was not unresponsive during an easy bolus attempt. The device will be returned for analysis.